Event description:
It was reported that an alert was received on this cardiac resynchronization therapy defibrillator (crt-d) due to the heart failure index crossed the alert threshold. The electrograms (egms) have stored atrial tachy response (atr) events showing isolated farfield r-wave oversensing (ffos). Battery longevity is normal and lead measurements are stable. The device and the non-boston scientific ra lead remain in service. No adverse patient effects were reported.